Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and a dose of 0.6407 mg/day and bupivacaine at an unknown concentration and a dose of 0.6407 mg/day via an implantable pump for non-malignant pain and degenerative disc disease. It was reported that the patient had a spinal headache on (B)(6) 2016 and the healthcare provider (hcp) did a blood patch on (B)(6) 2016. At the end of (B)(6), the patient went to the emergency room, where they said it was patient anxiety. They treated her with an intravenous dose of antianxiety medication, however that did not help. It was stated that the patient was in constant contact with the hcp, who prescribed fioricet tablets and told the patient to drink coffee and lay flat. Then, on (B)(6) 2016, the patient was found unconscious by her mother. The patient went to the emergency room via ambulance and within a couple of hours the patient went to a hospital in (B)(6). They did a CT scan and it was determined that the spinal leak had shrunk the brain because of a loss of fluids. Additionally, the patient had subdural hematomas. It was noted the patient was in the hospital from (B)(6) 2016. On (B)(6) 2016, the hcp did another blood patch that took care of the headache and sent the patient home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.